Event description:
The device was explanted and replaced with a similar device. The reason was given for the explant was "not good coverage of pain." The device was returned to the manufactuer for analysis.